Event description:
Same case as: 2134265-2009-06830. It was reported that during preparation for a percutaneous interventional procedure, a rotawire tear occurred. The 99% stenosed lesion was located in a moderately tortuous left anterior descending artery. A 1.75mm rotalink plus bur was used with a rotawire. The bur was advanced over the rotawire without resistance. The device was tested outside the pt. The bur was run for 3 seconds when the rotawire "tore". Flush was performed properly. The procedure was completed with another rotawire and bur. No pt complications occurred. Pt status was satisfactory.

Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to the pt contact. (B)(4).